Event description:
Report received from the USA stating that the device "cannot secure cutter." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was confirmed. Reliability engineering determined the bearings of the attachment were worn/damaged and the inner face of the distal bearing was out of alignment; furthermore, the nose tube of the tip was flared. It was determined that the most likely cause was wear-and-tear over time. If additional information is received, a supplemental report will be sent. (B)(4).